Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported recharger power cord was broken, connector pin was completely off, and patient was in excruciating pain since 2018. It was noted patient had not been able to charge her ins since 2018. No further complication and no symptoms were reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broken. All fdm, fdc and fdr applied to desktop charger. If information is provided in the future, a supplemental report will be issued.